Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the er220 clip delivery system doesn't work and the clip formation was not complete. The case was completed using sutures.